Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it could no longer be located at the account. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties as the complaint device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery (sfa). No resistance was felt when the 5 x 100 mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion; however, the balloon did not maintain pressure during inflation. It was observed that there was a leak by the hub. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.